Event description:
Rn was doing morning labs on patient and used the bifuse on the IV tubing. IV fluids (ivf) turned off and clamped during this time and blunt cannula inserted through cap. Rn used vacutainer and some blood went into vacutainer but then stopped. Rn pushed vacutainer more and blood started backflowing towards patient. Rn then noticed a small silver dollar sized amount of ivf under bifuse/cap and noticed small drop of IV fluids on cap where blunt cannula was. Rn clamped pt and unattached tubing from pt and made new tubing with new caps for patient.